Event description:
Female pt has decubitis on her entire bottom area. Reportably, the account used up their hospital supply so they called distributor for product. The sponges were moistened with normal saline and applied to the affected area. It was stated that the sponges were "really heavy and hard to bunch up." After approximately four days the sponges turned green. Excessive exudate came from the wound. Blue cross/blue shield suggested the wrong type of gauze was used for this situation. In attempts to determine care and selection of products, medline has contacted the account numerous times, but they have not returned the calls. Medline feels this may have been a use issue (inappropriate product choice).